Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and beep anomaly. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and the display return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis. Frn-reservoir; infusion set-unomedical.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump passed selftest and displacement test. No blank display or unexpected vibrating noted. Insulin pump received with corroded electronic assemblies, corroded battery tube and corroded motor home switch.